Manufacturer narrative:
Implanted: unk, explanted: unk.

Event description:
Literature: schapiro a, racadio j, kinnett d, maugans t. Combined c-arm fluoroscopy and c-arm cone beam computed tomography for the evaluation of patients with possible intrathecal baclofen delivery system malfunctions. Neurosurgery. 2011;69 suppl operative:ons27-33. Doi: 10.1227/neu.0b013e31821663a4. Summary: the authors present a case series of intrathecal baclofen (itb) catheter evaluations using combined c-arm fluoroscopy (cf) and c-arm cone beam CT (ccbct). Seven cases were retrospectively examined between (B)(6) and (B)(6) 2009. Reportable event: the authors assessed patient (B)(6) who presented with increased spasticity or signs of baclofen withdrawal. This patient had a leak that was demonstrated on fluoroscopy; surgery confirmed that a 1-mm tear existed in the tubing segment just proximal to the connector with the intrathecal catheter. Following revision at the connector, the patient experienced symptomatic ''improvement.''